Event description:
While performing a robotic laparoscopic hysterectomy a vessel sealer instrument was being used by the by the doctor for dissection. The instrument had been in use for an estimated time of one hr when a recoverable fault alarm was triggered on the davinci system. The vessel sealer was identified as the cause of the alarm. An attempt was made to reset the fault but was unsuccessful until the vessel sealer was replaced. As stated the surgeon was present, there was no harm to the patient as a result of the instrument failure and only a slight delay of approx. 3 min resulted in the procedure.